Manufacturer narrative:
According to the customer, on (B)(6) 2025 while descending on "concrete stairs" the crutches "metal shaft broke through the rubber bumper and came into direct contact with the concrete", causing the crutch to slip out from under him, and he "fell backwards down a flight of steps". The customer reported the fall caused him to "re-injure his back, resulting in new symptoms associated with bulging (herniated discs), as well as a re-aggravation of the medial tibial stress injury". The customer provided an MRI report that included findings of "postoperative changes at the lower lumbar spine" and "mild to moderate degenerative disc disease". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the customer, on (B)(6) 2025 while descending on "concrete stairs" the crutches "metal shaft broke through the rubber bumper and came into direct contact with the concrete", causing the crutch to slip out from under him, and he "fell backwards down a flight of steps".

Manufacturer narrative:
Update to h6: investigation findings.